Manufacturer narrative:
(B)(4). The device was not returned for analysis; therefore, no evaluation could be performed. Improperly disconnecting from the set is a known cause of this issue. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect to therapy after properly disconnecting. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that during the troubleshooting for an unrelated alarm on the homechoice (hc) device, the registered nurse (rn) noticed air in the patient line. The rn explained that they disconnected the home patient (hp) and did not use proper disconnect procedures. They then reconnected the hp using aseptic technique. The rn saw air in the line after that. The technical service representative (tsr) advised the rn to start over with new supplies and the tsr assisted the rn in ending therapy. There was no patient injury or adverse event associated with this report. No additional information is available.